Manufacturer narrative:
Other, one cadd solis vip pump was received looking like new. The event history log was reviewed and the pump was set to run 125 doses at 250ml/hr (calculated) in 12 hour cycles. 124.8 ml was delivered in 30minutes. The second dose fell short at 123.8ml. Further tests showed more priming action and reduced dose cycles of 104.0ml and 104.1ml respectively. The pump was set to run 25ml at 250ml/h doses in shorter cycles, using 21-7308-24 cassette and 21-7052-24 extension set. The pump could not finish delivery. It repeated downstream occlusion (dso) alarms. The same settings were run using just the 21-7308-24 cassette and no extension; delivery accuracy was -0.09% and there was an error during the first dose cycle, and -1.08% error with the second dose cycle. The reported issue was unable to be replicated. The issue was caused by the use of unsuitable disposables. 21-7052-24 extension's instruction for use indicates this set will add -16.5 +/- 7% error to delivery. It also includes an anti-siphon valve. 21-7308-24 has green flow-stop. Both features together have a significant negative impact on accuracy.

Manufacturer narrative:
One cadd solis vip pump was received looking like new. The event history log was reviewed and the pump was set to run 125 doses at 250ml/hr (calculated) in 12 hour cycles. 124.8 ml was delivered in 30minutes and 0.2ml per each cycle. The reservoir depleted after 2 cycles. Some tests showed air in line alarms with subsequent priming action. The pump was set to run 25ml at 250ml/h doses in shorter cycles, using 21-7308-24 cassette and 21-7052-24 extension set. The pump could not finish delivery. It repeated downstream occlusion (dso) alarms. The same settings were run using just the 21-7308-24 cassette and no extension; delivery accuracy was -0.45% and there was an error during the first dose cycle, and -0.13% error with the second dose cycle. The reported issue was unable to be replicated. The issue was caused by the use of unsuitable disposables. 21-7052-24 extension's instruction for use indicates this set will add -16.5 +/- 7% error to delivery. It also includes an anti-siphon valve. 21-7308-24 has green flow-stop. Both features together have a significant negative impact on accuracy.

Manufacturer narrative:
Other, other text: additional information received by smiths medical on (B)(6) 2020, attached in complaint object. Accounts manager provided updated lot number to 3733159.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop per email: 4 cassettes were used with 4 cadd vips. They were programmed to deliver 250mls over 24hrs, intermittent 125mls every 12 hrs. At the end of each infusion the pump said 250 mls were delivered but there were residuals of 20mls,30 mls, 50mls and 80mls in the cassettes. These were test infusions, not attached to patients. Additional information received by smiths medical on (B)(6) 2020, attached in complaint object. Customer investigated two pumps, one with cadd extension set and the other without. The remaining volume determined by weighing the cassette prior and after the infusion. They identified there was a big difference in the pump performance when used with cadd extenesion set.